Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician was unable to fix the lead and it was noted the lead screw "seemed to not move at all." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in blood. It was noted the lead was returned with the helix fully retracted and blood covering the helix. The analyst used alcohol to remove blood and commented the helix extended, but was bent, which would contribute to the helix issue. Visual summary analysis of the lead indicated damage at implant.